Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to a central stent strut row; struts were lifted. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified two hypotube kinks; one at 115mm distal to the distal end strain relief and second kink 159mm distal to the distal end strain relief. During analysis the hypotube was broken due to handling of the device by the analyst. The break was not present upon device return. The hypotube break occurred at one of the hypotube kinks (159mm distal to distal end strain relief), there was no damage or break at this kink site upon return. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip identified tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-june-2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to calcification. A 2.5 x 20mm non-bsc balloon catheter was advanced and dilated the lesion three times and a 2.5 x 40mm non-bsc stent was used and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.